Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right atrial (ra) lead was difficult to be placed. The ra lead experienced helix extension and retraction issues. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.